Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on (B)(6) 2017 due to diabetes ketoacidosis with blood glucose of 758 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer was wearing the insulin pump at the time of hospitalization. The customer also mentioned that the insulin pump would alarm no delivery. Customer's blood glucose at the time of call was 250 mg/dl. Troubleshooting for no delivery was completed and insulin pump passed the high pressure test. Customer was advised to change the reservoir and the infusion set. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarm noted during testing. No delivery anomalies noted. Time and date were set. No unexpected time chance noted during testing. All boluses were delivered and properly recorded in bolus history and daily totals. Unit functioning properly. Pump passed the delivery accuracy test. Unit received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.